Manufacturer narrative:
The pump was returned to animas for investigation. Eval revealed that a replace battery alarm was recorded in the pump's history on (B)(6) 2010 at 12:28pm. According to the total daily dose history, the pump date or time was switched on 12/12/2010. The reported low bg incident occurred on (B)(6) 2011. The black box download was not available for (B)(6) 2010 due to the user overriding the data. The pump was set to the correct date and time when investigated and was tested on a 29 hr flow test. Pump was found to be delivering accurately. The battery was removed and reinserted to simulate a power on reset required for a battery change, the pump time and date defaulted to the mfg date and time 12:00am (B)(6) 2007. The daily insulin delivery totals were not correct for (B)(6) 2010; however, the daily insulin delivery totals correctly reflected the programmed basal rates after (B)(6) 2010. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was opened to investigate reason for the time default: the component bt1 was found to be leaking and unable to hold a charge. In conclusion, there was no insulin delivery defects found. However, the pump's time setting was being set to default time due to a bt1 component failure.

Event description:
The pt's mother found the pt seizing and unresponsive this morning. The pt's mom called an ambulance and the pt was taken to the hosp. Upon arrival, the pt's blood glucose (bg) was 42 mg/dl and she was treated with glucagon. The pt was then transported to another hosp where she was admitted to the pediatric ICU. It was discovered that the pump date/time settings was incorrectly set to am instead of pm causing the date to be 1 day ahead. The pt's mom was unaware of when the time was changed and feels that the reported low bg incident was due to the multiple basal rate changes through the day. The pt reportedly has not had any changes in diet or activity. This complaint is being reported because the pt allegedly received medical intervention for a low bg incident. It was discovered that the pump was incorrectly set to am instead of pm, which affected the pump's basal rate settings throughout the day.